Event description:
It was reported that during the implant process of the implantable cardiac monitor, the physician attempted to find a position with the highest r-wave amplitude measurement, but was unable to obtain a good signal. The cardiac monitor was not implanted and a new one was implanted successfully with an optimal measurements. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the implantable cardiac monitor was returned, analyzed, and no anomalies were found. It was noted that the packaging was damaged.